Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to black particles in the mask and irritated nose and throat. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black particles related to a CPAP device's sound abatement foam. The patient alleging irritated nose and throat. There was no report of patient harm or injury. After second attempt to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black particles related to a CPAP device's sound abatement foam. The patient alleged irritated nose and throat. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector. An unknown contaminate was observed inside the ui panel and inside the bottom enclosure. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam.